Event description:
Reporter noted unit primed and tuned, but there was no phaco power or aspiration. Pt had been prepped; incision made. Case was delayed for 2 hrs while machine was brought from another hospital. No injury occurred.